Event description:
A malfunction on the pump was reported by the caller, identified with the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, instructing the customer to put the current pump in storage mode before returning it. The customer was advised to reconnect the cgm and program their settings into the replacement pump, which will have updated software. Customer will continue to use current pump.